Manufacturer narrative:
Patient weight unavailable. Device model number, lot number, expiration date and UDI unavailable. 510k number unavailable because device model number unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and right ventricular (rv) lead. It was reported that the leads had been implanted 25 years. To begin the procedure, the physician prepped the leads with spectranetics lead locking devices (lld's) and used a spectranetics 13f tightrail sub-c rotating dilator sheath to attempt to free the proximal end of the tined atrial lead from the highly calcified pocket. The ra and rv leads were bound together as a result of severe clavicular occlusion that occurred due to the nature of the medial access point during initial implant of the leads. The physician was successful in clearing a pathway underneath the clavicle with use of the tightrail sub-c device, which then allowed for a clear pathway for extraction with a spectranetics 14f glidelight laser sheath and a 33cm medium visisheath dilator sheath. After successful extraction of the tined atrial lead, the surgeon noticed a rapid drop in the patient's blood pressure. Rescue efforts began immediately, including use of a rescue device. An atrial appendage tear was discovered. The physician's observation concluded the tear to be severe in nature and the decision was made to perform a sternotomy. The tear was repaired successfully and the patient's hemodynamics returned to normal. The extraction then continued to remove the rv lead which was successful with use of the glidelight and visisheath devices. The patient survived the procedure. The surgeon felt that the age of the atrial lead, the tined lead design and the large amount of fibrosis surrounding the lead tip contributed to the adverse event. There was no alleged malfunction of any spectranetics devices in use during the procedure.